Manufacturer narrative:
The device was not returned for evaluation, therefore the failure analysis was not able to performed. The device history record reviewed and no anomalies that could be associated with the complaint were observed. The reported complaint was not confirmed. Root cause analysis can not be carried out because the instrument of the complaint has not been returned.

Event description:
A physician reported to integra that on (B)(6) 2018, the mcl59 knife bayonet monopolar tip was broken during the first time used. This lead to one (1) hour surgery delay. The product was not in contact with the patient. No patient injury or death alleged. Additional information received on 30jan2019, 13feb2019 and 18feb2019, reported no impact to the patient due to surgery delay and the status of the patient after the procedure was no adverse effect. The medical intervention that was conducted was that the doctor exchanged the device for another. The patient was not anesthetized when the product problem occurred.

Manufacturer narrative:
(B)(4). The product was returned and the evaluation verified the complaint as valid. The device history record for lot no. 150602 reviewed and no anomalies that could be associated with the complaint were observed. The tip of the received device was broken. The damage on the device is probably due to a bad handling during the first cleaning or the storage. Moreover this part of the device is fragile.

Event description:
N/a.